Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type programmer: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that the patient programmer was not working. The patient stated that they were supposed to have p1 and p2, but their patient programmer only displayed p2 and the patient was not able to go to p1. The patient stated that they had replaced the patient programmer batteries. Patient services then had the patient scroll on the program row and the patient programmer did not display p1 it only displayed p2. There was a warm transfer to the repair team to replace the patient programmer. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they received a new patient programmer but the issue wasn't resolved. No further complications were reported.